Event description:
Procedure: unk. According to the report: the customer reports that it was impossible to completely press the handle. The green indicator was not visible. The operator used a second device. The surgeon had to resection tissue to make the purse. Operating time was extended to approximately 45 minutes. There was no further patient injury reported.

Manufacturer narrative:
(B)(4)